Event description:
Customer reported erroneous low platelet (plt) counts were obtained when using the unicel dxh 800 coulter cellular analysis system. Platelet clumps were observed on the blood smear slides. There were no instrument generated flags with the plt results. There was a user-defined message of al (abnormal low) with the plt results. There was also an erroneous low monocyte % test result on the automated differential for the patient's sample. The erroneous test results were released from the laboratory. Quality control was within range before and after the event. There were no reports of death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
Raw data analysis was conducted to investigate this event. The analysis demonstrated atypical patterns of minor interference in the wbc (white blood cell) histogram, and some debris events in the nrbc (nucleated red blood cell) scatter plots. The algorithm did not flag for the presence of platelet clumps due to these atypical patterns. Product labeling was evaluated. As stated in the dxh 800 instructions for use (IFU) 629743ag: performance specifications and characteristics, limitations: plt - giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments. Processing results, overview, caution: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. This is one of two events reported by this customer. The related MDR is 1061932-2012-00429.